Manufacturer narrative:
The test strips were requested for investigation. The customer returned the test strips where they were tested with controls on a retention meter: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 47, 46, 46 mg/dl. Level 2: 316, 323,325 mg/dl. All returned results are within acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The patient was tested at 12:27 p.m. With a result of 575 mg/dl. The staff didn't think this result was correct so the patient was re-tested 1 minute later on the meter with a result of 120 mg/dl. The result of 120 mg/dl was believed to be correct. The patient was not treated. No adverse event occurred.